Manufacturer narrative:
The relevant retention strips (lot 473395) were tested for accuracy. The retention material meets specifications.

Manufacturer narrative:
The customer returned the accuchek inform ii meter (serial number (B)(4)). The customer did not return any strips. The returned meter was tested with retention strips and control solution. All of the returned results were in the acceptable range. The allegation could not be substantiated.

Manufacturer narrative:
The customer still did not return the suspect strips. The meter was returned. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages occurred. The returned and the retention material met the specification.a specific root cause for the event could not be determined. The customer did not return the strips.

Event description:
The caller reported that at 7:12 am a result of 30 mg/dl was obtained on the accuchek inform ii (serial number (B)(4)) compared to the result of 45 mg/dl obtained at 7:17 am on the accuchek inform ii (serial number (B)(4)). It was reported that the nurse believed the second result. The neonate was fed after the results were obtained. No lab draw was performed. It was not known if the results were obtained from one or two heelsticks. Blood glucose values taken on the first meter prior to the preceding results were 35 mg/dl at 3:00 am, and 30 mg/dl at 4:39 am. Both times the neonate was fed. A lab draw was also done previously at 5:15 am and the result was 57 mg/dl. It was reported that the neonate is fine. There was no adverse event. It is not known if the same vial of strips or different vials of the same lot number were used. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation.